Event description:
During the implantation of the acetabular component, a piece of plastic from impactor handle fell off. Surgeon was using handle in proper manner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding plastic handle fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Method and results: device evaluation and results: the returned device was in used condition. The visual inspection confirmed the fractured handle. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the reported event was determined to be a known design issue addressed by a design change. The subject device was manufactured prior to the design change.

Event description:
During the implantation of the acetabular component, a piece of plastic from impactor handle fell off. Surgeon was using handle in proper manner.